Manufacturer narrative:
(B)(4). Photographic analysis. Upon photo analysis, it was observed that the blister from the packaging was damaged; the blister was found to be broken at one of the sides of the package. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. Please refer to physical analysis for details of the return product. All product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends." Additional information requested and received: which portion of the sterile packaging was broken (paper tyvek, plastic blister)? Please see the attachment. Was sterility compromised as a result of the packaging damage? No reported.

Manufacturer narrative:
(B)(4). The analysis results found that an ec60a device was returned inside its original package. The package was visually inspected and no anomalies were observed. No conclusion could be reached as to what may have caused the reported incident. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested but unavailable: which portion of the sterile packaging was broken (paper tyvek, plastic blister)? Was sterility compromised as a result of the packaging damage?

Event description:
It was reported by the affiliate that during a low anterior resection procedure, the nurse found that the sterile package was broken when opened the outer package. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.